Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: this is report 1 of 1 for complaint (B)(4). This report is for 1 unknown screw. (B)(6). Placeholder.

Event description:
It was reported that during a tibial osteotomy, the self-drilling tip of the screw broke off in the tibia. The screw was removed, leaving the broken tip in the tibia of the patient. The surgeon examined the screw and then reinserted the screw into the tibia. The surgeon inserted 2 more screws and completed the surgery without incident. No adverse effect on the patient was noted.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.